Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited varying impedances on the right atrial (ra) lead. The impedance values went up and down, but had spikes to out of range values of greater than 3000 ohms. In addition, the minute ventilation signal was being oversensed and was causing inappropriate mode switches. Reprogramming was performed and the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide an update to the conclusion code.